Manufacturer narrative:
A specific root cause could not be determined. A general reagent issue could be excluded as three additional independent draws of the patient and a second draw on the same day gave negative results and qc recovery was acceptable. Possible reasons for non reproducible high results may be electromagnetic interference, sample quality issues, insufficient maintenance, or contamination of the environment.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys hcg + beta test system results for one patient sample. The initial results from a serum sample were 93.18 miu/ml, 87 miu/ml, and on (B)(6) 2017 was 84.1 miu/ml (positive). A heparin plasma sample from (B)(6) 2016 from the patient was tested and the result was <0.100 miu/ml (negative). A quick test beta hcg on the serum sample from (B)(6) 2017 was positive. On (B)(6) 2016, the result from a new serum sample was <0.100 miu/ml (negative). The result from a new heparin plasma sample was <0.100 miu/ml (negative). The results were reported to the patient. The patient was not adversely affected. The reagent lot number and expiration date were requested but were not provided. Qc recovery on the day of the event was in range. Liquid flow cleaning was performed and a contamination test for a method validation was performed. Correct functioning of the system was found. Based on the data provided, the fact that there was no alarm issued, and that the questionable result is repeatable, contamination of the serum sample from (B)(6) 2017 was suspected.